Manufacturer narrative:
The reported event for high impedance was confirmed. As received, the octrode lead was complete. Microscopic inspection identified a kink with multiple broken wires; consistent with overstress condition that the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation, although the patient did not report any recent falls or trauma. Diagnostics revealed high impedances, and x-rays appeared unremarkable. To address the issue, the physician explanted the lead.